Event description:
The account alleged the side rail would not latch in the up position. No patient impact.

Manufacturer narrative:
The technician found the side rail center arm assembly was cracked. The side rail center arm assembly was replaced by the technician to resolve the issue.